Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms. Based on the patient's complaint history and similarly reported events associated with the heartmate ii left ventricular assist system (lvas), the driveline fault alarms are indicative of a potential driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. A distal end driveline repair was performed by an abbott technical services representative on 28aug2025. Approximately 18.5¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the returned driveline, in the condition it was received, was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with the manipulation of the driveline. The outer jacket of the driveline was removed, and the bionate layer revealed a dark discoloration throughout its length but was otherwise unremarkable. Areas of the metal braided shield breakdown were observed that appeared consistent with the duration of use. The shielding and bionate were removed, and microscopic examination of the underlying wires revealed no insulation breaches or damage. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage. A review of the submitted log files revealed numerous driveline fault alarms before and after the reported driveline repair. No other unusual events were captured. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient was issued an ungrounded patient cable and remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported. The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. B, and patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced several driveline fault alarms. The driveline looked twisted in several places but was still intact. Log files were submitted for review. The log file captured driveline fault events throughout the history. The driveline fault detection circuitry data recorded indicated that there may be an issue with the monitored conductor in phase c of the driveline. Motor function was not affected by this event. The system controller was exchanged. Log files were submitted post exchange, and the new system controller driveline fault detection circuitry continues to indicate an issue with the monitored conductor in phase c of the driveline. The data recorded indicated that this conductor was not completely severed, but the patient was kept on an ungrounded cable. Of note, it appeared that the backup battery in the current system controller, pcx-20358, has an expired backup battery. X-ray images were submitted for evaluation and were unrevealing to determine area of concern. A heartmate ii percutaneous lead distal end replacement was performed. Log files were submitted after the repair and captured several driveline faults since the repair. The driveline fault detection circuitry data indicated that an issue still existed within the driveline. Motor function was not affected by the ongoing driveline fault.